Manufacturer narrative:
No specific sample information was provided. Qc was out of specifications just after running the patient sample. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed troubleshooting, replaced multiple hardware parts, and performed routine repairs on the instrument. The fse also performed multiple routine system checks and carryover tests which all passed within instrument specifications. Qc was run, which resulted within customer's required ranges; issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high triglyceride (tg) results for one patient that were generated by the unicel dxc 600 synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The customer indicated that there was no impact or change to patient treatment.